Event description:
A nurse stated "aquacel ag adhering to heam/serious exudates. Leg wound - allowed 5 to 10 minutes to soak off - difficult to remove".

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was further reported the wound is dressed daily instead of leaving in place. Requests for additional patient/event details have been provided. Should additional information become available a follow-up will be submitted. Reported to the FDA on july 22, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.